Event description:
As reported by user facility, during a laparoscopic cholecystectomy on (B)(6) 2016, "specimen bag broke at the tether while trying to remove specimen." This report is being filed as a injury due to laparoscopic procedure converted to open.